Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging a sample draw issue with the onetouch test strips. This complaint is being reported because the alleged issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strip chamber was found not to fill when control solution was applied with no assignable cause found. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips have been further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strip chamber was found not to fill when blood/control solution applied with no assignable cause found. In addition, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.